Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed primed on the insulin pump. The customer's blood glucose level was 179 mg/dl. The customer is unable to troubleshoot because she needs to get the other kids to school and will call back once home to finish troubleshooting.